Manufacturer narrative:
(B)(4). Date sent 12/5/2025. Additional information was requested, and the following was obtained: does the surgeon believe that the compressed pancreas thickness was easily compressible to 2.3 mm or less as indicated in the instruction for use it is considered that the tissue might have been outside the indicated range. Was a leak test performed? If so, what type and what was the result unknown. Was the staple line visualized endoscopically during the initial surgical procedure unknown. How many days postoperative did the leak occur the leak continued immediately after surgery and persisted for up to 3 days. How was the leak identified unknown. What was observed at the site of the leak upon reoperation tissue crushing was observed how was the leak addressed additional suturing was performed. Were there any issues experienced with the device in the initial surgical procedure. The device did not close. Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device. Please explain. The surgeon believes that repeated attempts to close the device caused tissue crushing. Were there other contributing patient factors please explain. No specific comments were obtained. Please provide a timeline of events. During surgery, the device could not lock, and repeated attempts to close it caused crushing of the pancreatic parenchyma. After switching to an alternative device, the procedure was completed, followed by a small incision for additional suturing. Postoperatively, the leak continued. I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.

Manufacturer narrative:
(B)(4). Date sent: 5/29/2026. Additional information received: a postoperative pancreatic fistula was observed.

Manufacturer narrative:
(B)(4). Date sent; 12/16/2025. D4: batch # c9ej00. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60t reload loaded on the device. The reload was received fully fired with several b-form staples on the reload deck. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb to be damaged. The device event log was reviewed. An event was found that caused the device to experience a false lockout event. The device can recover from this state by re-clamping the device. The condition noted on the event log has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system the event described of would not close could not be confirmed as the device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number c9ej00, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/19/2025. D4 batch#: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the surgeon believe that the compressed pancreas thickness was easily compressible to 2.3mm or less as indicated in the instruction for use? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. Were there other contributing patient factors? Please explain. Please provide a timeline of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic distal pancreatectomy for pancreatic tumor, the closing trigger was completely closed while the pancreatic parenchyma was gradually closed to take a time (about 30 minutes), but it did not lock and it would be opened. When nothing clamped outside the body, it was securely locked, but it could not be locked even when re-grasping the pancreas several times. The pancreas was crushed due to it was approached trying to close the pancreatic parenchyma with the echelon multiple times. The pancreatic tail was sutured and transected with a new echelon main body. Small incision was performed to reinforce the pancreatic stump, the procedure was switched from laparoscopy to semi-open surgery, and the reinforced procedure was completed. At today¿s interview, the doctor clamped an eraser with the echelon demo device, recreating a situation where the closing trigger closed, but would not lock. The doctor responded that it was not a defect, and that it may not have been possible to use the echelon on a pancreas that was 22mm thick in the first place. The doctor requested that the company confirm what millimeters of pancreas thickness is considered appropriate for the device. The patient is currently under observation, the waste fluid was confirmed, and a medication administered. It has been three days since the surgery, and the patient's pancreatic juice leakage was still ongoing. The patient's background information, such as allergies, medical history, other diseases currently being treated, are diabetes mellitus, asthma and a bmi of 30. The cartridge color was black. Another device was used to complete the case. No further information is available.